Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refy1445 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the huber needle had broken off. No other information was provided.

Event description:
It was reported the huber needle had broken off. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached infusion set needle was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 19ga bard winged infusion set. The needle was inserted into the port of a patient. The winged needle housing was attached to an adhesive dressing and was completely detached from the needle shaft. The needle shaft was detached from the housing/tubing in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text : evaluation findings are in section h.11.